Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 332 mg/dl. A system check was performed and the infusion tubing was identified as a possible cause; however, another occlusion alarm occurred after the infusion set was changed. Reportedly, customer believed that the occlusion was due to another tubing issue. All the supplies were changed to address the event and insulin delivery was resumed.